Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects however the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During an on-site FDA inspection, an inspector inquired about a consumer report received by the FDA via the consumer product complaint system alleging a possible failure of the perclose proglide smc system. Since this incident had not been previously reported to abbott, it was acknowledged and entered into the complaint handling system. The complainant (consumer) reported to have undergone three heart catheterizations in a two week period. The first catheterization was done on (B)(6) 2013 and found a 100 percent blocked artery which could not be cleared at that time. The second catheterization was done on (B)(6) 2013 and also resulted in failure to clear the artery. Approximately 4 hours after the procedure, the complainant felt pain at catheterization site and dizziness. When checked, a large bruise was found at the catheterization site. The nurse was called and (manual) pressure was applied on the site while advising another nurse to alert the doctor on call. When he arrived the bruise had spread from the catheterization site to above the left knee and across the left hip. He added a strap to hold pressure on the site and arranged for a third catheterization on the right side to view the left side for any possible tears. He did not find a tear and applied manual pressure stopped the bleeding. Complainant was moved to the critical care unit, observed overnight and released the next day by the doctor on call.